Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was able to remotely log into image acquisition system (ias) work station and noticed there was a corrupt pathway to configuration file. The pathway was restored with a backup configuration file from the system which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the pendant became unresponsive on system booting please wait when booting up the imaging system for a case. Rebooting the system multiple times and rebooted disconnected did not resolve the issue as the system would not boot past that screen. The procedure was completed without the use of imaging. There was no delay to procedure. No impact on patient outcome.